Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2006 and a mesh was implanted. It was not stated at which surgery the product was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that the patient underwent a mesh revision on (B)(6) 2007, due to exposed vaginal mesh. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that the patient underwent mesh implantation concurrently with anterior/posterior repair of rectocele and cystocele. Due to vaginal and groin pain, lack of mobility and vaginal bleeding the patient underwent mesh removal on (B)(4) 2012. Additional patient (B)(4) "lack of mobility" (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with anterior and poster repair of rectocele and cystocele. It was reported that the patient had a second gynecological procedure on (B)(6) 2006 and another mesh product was implanted concurrently with hysterectomy due to uterine prolapse. The patient underwent repair of minor perforation of vaginal wall in (B)(6) 2007.